Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported receiving a no delivery alarm. The customer's blood glucose was 240 mg/dl at the time the issue was reported. The customer decline troubleshooting. The customer also stated that while he was inserting the set, he experienced pain. Nothing further reported.